Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing that resulted in inappropriate automatic mode switch (ams). The product will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Correction to report source.